Event description:
It was reported that this ambicor penile prosthesis (app) was replaced due to the pump not working. There were no patient complications reported.

Event description:
It was reported that the patient had this ambicor penile prosthesis (app) replaced due to the pump not working. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ambicor penile prosthesis (app) underwent a thorough analysis. The cylinders and pump were visually and microscopically examined. No anomalies were found with the components. Based on the information available and analysis results, the product analysis was unable to confirm the reported mechanical anomaly.